Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a deformed gas inlet. However, the specific cause of the deformed gas inlet was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the deformed, leaking gas inlet connector found during evaluation, it was also found that the device dampers were worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had a loose smoke evacuation port. There was no procedural involvement, and therefore no reports of patient harm. The device was returned, evaluated, and a deformed gas inlet connector was found along with leakage. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.